Event description:
Gynecare prosima and tntrl were used in pelvic organ prolapse surgery on (B)(6) 2010. I had enterocele, rectocele, and cystocele. I had issues with the mesh immediately. Small pieces coming out, pain and discomfort, bleeding and issues with urinating fully and normally; total inability to have sex with my husband due to pain on both parts and also inability to penetrate. These issues have continually gotten worse and I have scheduled a 2nd surgery to try to repair the mesh. It is scheduled for (B)(6) 2012.